Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0w73d, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that all components of the implant were explanted due to lead dislodgement as the result of a fall. The fall occurred sometime in 2015 and the system was explanted six weeks after implant. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.